Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (code 107 / abnormal shutdowns) has been confirmed. As received, the monitor was resetting. The cause of the problem has been isolated to the computer analog (ca) board (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of the eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 107, which indicates multiple abnormal shutdowns. Customer support walked the pt through steps to troubleshoot the problem and the pt's device powered up normally. However, the pt's download on (B)(6) 2011 revealed multiple 'abnormal shutdown' flags, three of which occurred after the pt's initial call. The pt was issued a replacement monitor.